Event description:
Customer called to report she had been experiencing high blood glucose. The customer mentioned that the insulin pump would start and stop during the rewind process. Customer also stated there are cracks on the insulin pump. The highest blood glucose reading she had seen was 450 mg/dl. Blood glucose reading at the time of the call was 222 mg/dl. Troubleshooting was performed. Cracks on the lcd screen were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked noted. Insulin pump unable to prime during the prime/a33 test due to faulty fsr. Unable to perform the excessive no delivery alarm due to prime anomaly.